Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified ( tear) opening. (Shell thickness was within specification). Additional observation. ¿ red particles observed on the device. ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Hcp reported right side with "intracapsular rupture discovered by MRI " devices was explanted and replaced.

Event description:
Healthcare professional reported, left side intracapsular rupture. Per MRI. The device has been explanted and replaced.

Manufacturer narrative:
Health effect- impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp reported right side with "intracapsular rupture discovered by MRI " devices was explanted and replaced.